Manufacturer narrative:
A ge service representative evaluated the system and replaced the fluoro functions board and adjusted the collimator. The system operates as intended.

Event description:
The customer reported the system displayed a collimator iris potentiometer error. No patient injury was reported.